Manufacturer narrative:
The previously submitted MFR. Report inadvertently did not include the recall reporting number assigned for the actions for the reported event.

Event description:
The source ID from the neurologist's tablet was decoded but did not contain any information in regards to this patient's m106 generator. The programming history database was searched and information was found related to this patient's m106 generator. It was noted that on the day of implant, all 5 sensitivity settings were checked. System diagnostics were also checked and it was found the impedance was within normal limits. The last data point in the programming history database showed that the patient was programmed on during the date of implant. Information from the source ID found in the programming history database was requested and will be decoded once received. No additional relevant information has been received to date.

Event description:
Review of decoded data shows that on the date of implant ((B)(6) 2015), the m106 generator, sn (B)(4), tachycardia detection was programmed on and sensitivity levels 1, 2, 4, and 5 were tested. Interrogations were performed and showed 63.3 bpm and 65.5 bpm as sensitivity level 2, 65.5 bpm as sensitivity level 1, 67.2 bpm at sensitivity level 4, and 98.0 bpm at sensitivity level 5. A system diagnostic was performed when the td detection was programmed on and all values were within normal limits. All output currents (normal and autostimulation) were programmed off during testing. No additional relevant information has been received.

Manufacturer narrative:
The information "the DHR for the m106 was reviewed and the device r-wave configuration passed all tests prior to distribution into the field" was inadvertently left off of supplemental #02 MFR. Report.

Event description:
The DHR for the m106 was reviewed and the device r-wave configuration passed all tests prior to distribution into the field. On (B)(6) 2016, the patient was scheduled for a follow up appointment for vns. Heartbeat testing was initiated as part of the field action. The patient's normal mode, magnet mode, and autostim were programmed on prior to the visit. System diagnostics were performed and within normal limits of 2604. The device appeared to be detecting heartbeats as 57 detections per day were recorded to have occurred in the previous 42 days. The patient's heart rate was verified to be detected by the generator at a sensitivity setting of 2.

Event description:
A surface ECG reading taken during the troubleshooting appointment was received and showed the patient was a candidate for the heart rate sensing function of the m106 generator.

Event description:
It was reported the company representative was having issues with heart rate detection testing on the patient's generator. It was noted the company representative had already tested all five sensitivities with all resulting in ????, and no heartbeat could be detected. However, it was confirmed there was no pre-op testing but the diagnostics were good and the impedance was within the acceptable range. At that time, the surgeon noted there was a portion of the lead under the generator, so the surgeon re-opened the pocket to more the lead. After the lead was moved, heartbeat detection testing was attempted again at sensitivity 2, still receiving ????. Sources of possible electromagnetic interference were checked and moved further from the location of the vns system and the 9v battery in the wand was changed out for a new 9v battery; however, ???? Were still observed during heartbeat testing. At one point during the heartbeat testing the company representative set the sensitivity at 4 and saw a heart rate somewhere in the 220s and then ???? Was observed again. The sensitivity was then set to 5 and was observed. The device was set back to a sensitivity of 3 and ???? Was observed again. The generator was readjusted and moved lower and laterally on the chest. All 5 sensitivities were once again tested showing ????. When the company representative reached sensitivities 4 and 5, was observed briefly before it would change to ????. At this point it was suggested the pocket could be extended further so the heart rate could be found or turn the patient to a sensitivity of 5 with a 40% threshold, as opposed to 70% threshold during the testing.

Manufacturer narrative:
(B)(4).